Event description:
Asr revision; asr xl - left hip; reason for revision: unknown.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision (left). Update: products from (B)(6) update spreadsheet dated (B)(6) 2011. Update: added product, type of product and amended surgeons surname. Received: (B)(6) 2012. Asr xl, reason(s) for revision: unknown. Update- added reason for revision taken from claimsuite dated (B)(6) 2012. Reason(s) for revision: pain. Update - updated surgery date revision date and hospital taken from (B)(6) email dated (B)(6) 2013. (B)(6) 2015 - update - rec'd update, asked to conf the correct dates rec'd correct revision 17 (B)(6) 2010, added reasons for revision: altr, metal ions and tissue damage (fibrosis and necrotic tissue) added srom stem and sleeve, added all manu and exp dates.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.